Event description:
It was reported to boston scientific corporation that a resolution clip was used during a gastroscopy procedure performed on (B)(6) 2026. It was reported that the clip unable to release from catheter. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of "clip failure to release from catheter" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the information provided, the most probable cause of the reported issue cannot be determined due to insufficient evidence. The product was not returned for analysis to assess the presence of any device defect. Furthermore, without a proper evaluation of the device, the factors that may have contributed to the event remain unknown. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a gastroscopy procedure performed on (B)(6) 2026. It was reported that the clip unable to release from catheter. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.